Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the injection did improve the patient¿s pain level. The deep infection was not confirmed. The report of ¿painful stimulation lead¿ was removed from the report. The outcome was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 9th reported the event was possibly related to the surgery/anesthesia. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced pain in the right buttock and some in the leg on the same side, where they had ins placed. Painful stimulation lead was noted. The patient has a history of infection at site and there was a possible deep infection at the ins site. Antibiotics were given and seemed to have cleared. In case there was a deep infection, additional antibiotics were ordered. If it does not resolve other diagnostic test will be done in the future including cbc and possible u/s. Si joint injection was also planned for the pain on (B)(6) 2018. Outcome was reported as ongoing. Etiology indicated the relationship of the event to the device or therapy as possibly related, but unlikely related to the implant procedure. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) via a clinical study. It was reported that the patient had a wound infection and small dehiscence. The patient had erythema at the implant site, as well as drainage and pain. The patient also had a temperature. Interventions include medications administered on 2018-mar-26. Laboratory tests revealed that the patient had staphylococcus aureus. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure. The wound was checked periodically and healed on (B)(6) 2018. The outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.